Event description:
Customer reported that he had exposed his insulin pump to moisture. The customer was advised to disconnect at the quick release. Troubleshooting found battery out limit alarm had occurred after fluid submersion. Troubleshooting attempted a self test and the result was that the self test could not be initiated. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information was provided.

Manufacturer narrative:
Insulin pump passed displacement test, operating currents, self test and off no power test. No battery out limit alarm and no frozen screen. No moisture damage found inside the pump. Insulin pump received with corroded keypad traces. Insulin pump received with minor scratches on display window, cracked reservoir tube lip, cracked belt clip slot and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.